Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4034ml during cycle 4.

Manufacturer narrative:
(B)(4). Additional information: product surveillance attempted to contact the patient's dialysis nurse. A voicemail was left explaining the iipv (increased intra-peritoneal volume), date, volume, and cause. Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The hc (homechoice) was determined to be functioning with in specifications relative to the reported difficulty of an increased intra-peritoneal volume (iipv). The assignable cause of the iipv was determined to be an insufficient drain (the tidal ultrafiltration removal was set too low (0ml)), and a false empty detect (initial drain alarm setting inappropriately programmed too low (1000ml)). Review of the service history reveals the hc passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the reported difficulty of an iipv. The previous return of the hc was not for any difficulties related to an iipv. Review of the labeling finds the homechoice apd systems at-home patient guide sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.